Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The customer alleged that the battery compartment was found to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap and test cap attached to the pump securely. The battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no damage to the power circuit, and no moisture. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The complaint of no power was unable to be duplicated. Unrelated to the original complaint, the display was dim and fading pink.